Manufacturer narrative:
Five (5) actual devices were received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. No black spots were found in the patient lines. The samples were functionally tested (under water pressure, self-test and priming) with no issues noted. The reported condition was not verified for all samples. The devices were found to be conforming product. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that five (5) homechoice cassettes had particulate matter (pm) in the patient line. The pm was further described as a "black spot". This was observed before use of the devices for peritoneal dialysis therapy. There was no patient injury or medical intervention associated with this event. No additional information is available.